Event description:
The following incident was described in an article titled "percutaneous management of vascular complications in pts undergoing transcatheter aortic valve implantation" written by stortecky, stefan et al. Published in jacc: cardiovascular interventions vol. 5, no. 5, in may 2012. An angio-seal device was deployed following a tavi procedure. The next day, the pt experienced sudden occlusion of the left femoral artery. Following recanalization of the occluded vessel, an uncovered self-expanding stent was implanted at the site.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.